Event description:
The product was used during a laparoscopic appendectomy procedure. Reportedly, the application site was bleeding. The surgeon applied clips, but there was still bleeding. The surgeon converted to a laparotomy and controlled the bleeding. The hospital has reported the pt's condition to satisfactory.